Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg is no longer able to charge or connect to the pc or cp. Troubleshooting was not able to resolve the issue. Patient was charging appropriately. As a result, surgical intervention may be undertaken to address the issue.